Event description:
It was reported to philips that the geometry movement was not possible. The device was inside of clinical use at the time of the reported event and the procedure was cancelled. No harm was reported to philips. The field service engineer inspected the system onsite and after the replacement of networking switch and geo ipc, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that geometry movements partially available. Review of the system log file confirmed ¿malfunctioning geo-pc¿. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and found that the geo pc network card link lights were not on which caused the issue with the network switch failure in geo cabinet. Fse replaced the network switch in the geometry cabinet. After replacing the network switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.